Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0110904v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot#: j0110904v, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 28-jun-2005, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 28-jun-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they wanted a manufacturing representative¿s (rep) contact information because they need help. The patient explained that they have two leads, and the lead on their right side is not functioning as it should. They stated that they wanted to meet with a manufacturing representative to ¿reset it¿ or do something to get the right lead functioning. The patient indicated that they do not know when the problem first started. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.